Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was unable to be interrogated as the device no longer had any battery function remaining. The ICD was explanted for reported normal battery depletion and no additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device exhibited a mid-life charge time that was outside of the extended charge time limit for this device. This device is part of the mid-life display of replacement indicators advisory. No adverse patient effects were reported.